Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: october 6, 2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification was performed on the suspect product. The plunger rod was found fully retracted. Viscoelastic residue was observed throughout the cartridge. Stress marks were observed on the cartridge tip and cartridge, and cartridge tip and cartridge damage was observed. No issues were observed with the lens module, device assembly, or plunger rod tip; viscoelastic residue was observed below the lens module. The plunger rod was observed to be advancing upwards. The lens was received coated in viscoelastic residue. The lens was cleaned revealing damage and scratches, a haptic was observed to be scratched. No further evaluation was performed. The complaint issue "cartridge tip cracked/damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue "device advancement issue" was not identified during product evaluation. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the plunger of the preloaded intraocular lens (iol) device did not advance straight. As it approached the nozzle tip, it caused the tip to buckle. The nozzle tip came into contact with the patient¿s eye, leading the surgeon to abort the use of the device. A backup lens of the same model and diopter was used instead. The surgery was completed successfully without any impact on the patient. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, as the lens was not implanted. Section d6b - explant date: not applicable, as the lens was not implanted. Section e1 - email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.